Event description:
It was reported that during a remote follow up, ventricular fibrillation (vf) was noted on the device following back-up pacing due to atrial capconfirm test. The arrhythmia was terminated by the device. The physician suspected the vf was due to inappropriate pacing. Abbott technical support was contacted, the session records were analyzed, and it is unable to be determined if there was a correlation between the back-up pacing from the capconfirm test and the vf. The device was reprogrammed to resolve the event. The patient was in stable condition.